Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone, the insulin pump was alarming no delivery. By the third time it alarmed the customer's mother changed the infusion set. Customer's blood glucose was unknown. Troubleshooting was not performed as customer had resolved the issue by doing an infusion set change. Customer's mother is returning the reservoir for further analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.